Event description:
The device was implanted by the orthopedic surgeon in the surgical suite under anesthesia on 9/17/92. The surgical procedure was completed at 1115. At 1145 the patient started to have some aggitation and subsequent respiratory difficulty. At 0015, 9/18, the patient had a respiratory arrest. He was transferred to critical care. He is comatose and on a ventilator. When the anesthesiologist accessed the device to withdraw the morphine there was only 1ccof morphine in the pump. There should of been 17.8cc of morphine in the pump per computer. The device is still implanted.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. The device was not destroyed/disposed of.